Event description:
During attempted insertion of the iab through an introducer sheath, difficulty was encountered and the iab could not be fully advanced. The iab was removed and replaced without any patient complications.